Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 309626, batch no: 9037503. It was reported that before use of the syringe 1ml s/t w/ndl 25x5/8 rb foreign matter was noticed on the syringe. The medication turned cloudy when the medication was drawn into the syringe. Also reported that the hub separates from the syringe. The following information was provided by the initial reporter: "mildew found on 1ml syringe husband of consumer called to report mildew/ discoloration of some sort."

Event description:
Material no: 309626 batch no: 9037503 it was reported that before use of the syringe 1ml s/t w/ndl 25x5/8 rb foreign matter was noticed on the syringe. The medication turned cloudy when the medication was drawn into the syringe. Also reported that the hub separates from the syringe. The following information was provided by the initial reporter: " mildew found on 1ml syringe husband of consumer called to report mildew/ discoloration of some sort."

Manufacturer narrative:
H.6. Investigation summary: one loose 1ml syringe with needle attached and an opened blister pack from batch 9037503 (p/n 309626) were received and evaluated. The syringe appeared to be manipulated due to a small amount of clear fluid left in the syringe. No mildew or cloudiness was observed. The connection of the needle and the syringe could not be verified due to the sample being used. The reported defect was not identified in the samples received. Since no samples displaying the reported condition were received, corrective actions are not necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see section h.10